Event description:
It was reported that the rn was at the patient's bedside to hang an unspecified IV medication, when the rn noticed that the sodium acetate infusion that was infusing at a rate of 22.7 which was y-sited into the methotrexate infusion, that was infusing at a rate of 47.9, that there was leaking noted from inside the chamber of the infusion pump. The infusions of sodium acetate and methotrexate were paused at 00:14. The sodium acetate line was clamped to prevent any further leaking. There was no methotrexate leak noted. Both the methotrexate and sodium acetate tubing sets were safely removed. It was noted that the methotrexate remaining vtbi was documented as 674.3 and the sodium acetate vtbi was 320.7. The rn notified the chemotherapy pharmacy, nursing supervisor, night float md and bio med. New methotrexate and sodium acetate IV bags were hung with 2nd rn with independent check at 02:15. The device was programmed with the same settings remaining from previous infusion. The infusion completed at 16:15. The customer later stated that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
The customer report that the tubing set leaked from the silicone segment was confirmed. Visual inspection of the as-received set observed a tear on the silicone segment component. No other obvious damages or issues were observed around the tear or from the rest of the set's components. Functional testing confirmed a leak from the observed tear. The root cause of the tear was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided, however the customer stated that the patient was an adult patient.

Event description:
It was reported that the rn was the patient's bedside to hang an unspecified IV medication, when the nurse noticed that the sodium acetate infusion that was infusing at a rate of 22.7 which was y-sited into the methotrexate infusion that was infusing at a rate of 47.9, that there was leaking noted from inside the chamber of infusion pump. The infusions of sodium acetate and methotrexate were paused at 00:14. The sodium acetate line was clamped to prevent any further leaking. There was no methotrexate leak noted. Both the methotrexate and sodium acetate tubing setes were safely removed. It was noted that the methotrexate remaining vtbi was documented as 674.3 and the sodium acetate vtbi was 320.7. The nurse notified the chemotherapy pharmacy, nursing supervisor, night float md and bio med. New methotrexate and sodium acetate IV bags were hung with 2nd rn with independent check at 02:15. The device was programmed with the same settings remaining from previous infusion. The infusion completed at 16:15. The customer later stated that there were no adverse effects caused to the adult patient from the event.